Event description:
During testing the device blanked out when selecting 200 joules. The device was shut off and then turned back on and the device operated without any additional faults or problems. Complainant indicated that there was no pt involvement in the reported malfunction.